Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the status light of the home monitor remains orange.

Manufacturer narrative:
Preliminary analysis revealed that the observed behavior most probably resulted from a software issue.

Event description:
Reportedly, the status light of the home monitor remains orange. Preliminary analysis revealed that the observed behavior most probably resulted from a software issue.

Event description:
Reportedly, the status light of the home monitor remains orange.

Manufacturer narrative:
- Upon reception, the returned home monitor was tested and the reported issue was confirmed: the status light of the home monitor remains in orange. - it was also observed that the home monitor can complete the boot procedure, but the application could not be launched. Therefore, the reported issue most probably resulted from a software issue leading to the corruption of the operating system configuration, which prevents the application from starting. - it should be noted that this software issue can only be solved by re-initializing the home monitor (full re-flash of the operating system).